Event description:
Initial reporter indicated that their patient's vns could not be interrogated at their last office visit. The programming system was ruled out as a cause of the event. The patient reports doing better with their seizures since being implanted with the vns. At this time it is unknown if the patient's vns is at end of battery life or an issue with their vns generator. The patient's treating physician is out of the country. Good faith attempts are being made for further details and thus far no further information has been received.